Manufacturer narrative:
Analysis found the unit with moisture damage on the keypad traces. However, all buttons function properly and passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. There was no motor error alarms noted. The motor tested okay. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 120 mg/dl at the time of incident. The insulin pump will be returned for analysis.